Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump prime and rewind was louder and sounds different. Pump has to rewind more than once. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed for the priming process, and the customer reported being unable to exit the load reservoir process. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1880l.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No alerts or alarms found on or near the event date in the pump memory. The pump was cut open to perform visual inspection and found moisture damage (insulin) on pcba 1. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case battery tube and pillowing keypad overlay prime/rewind anomaly not confirmed during analysis. Moisture damage was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.